Manufacturer narrative:
A cardioquip customer requested hpc testing for their device due to suspected bacterial contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to participate in the trade in program and returned the device to cardioquip's possession. Upon receiving the device cardioquip performed an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
A cardioquip (cq) customer requested hpc testing for this device due to suspected contamination. Hpc test results outside of cq specifications for water quality were received on 01/25/2024, indicating device contamination.